Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed sensor session has stopped alert without input. Data was provided for investigation. Confirmation of the complaint could not be determined via data. The probable cause could not be determined via data.